Event description:
The MRI operator had to act to prevent a pt from falling when the pt was being transferred from MRI table to hosp bed. The MRI table tipped from the weight of the pt (approx 450 lbs) during the transfer. The pt was not injured.

Manufacturer narrative:
(B)(4). Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.